Event description:
The customer alleged the audible alarm failed to activate. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could duplicate the alleged event intermittently. The pulsed alarm was replaced with the constant tone alarm. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.